Manufacturer narrative:
(B)(4). Devices not received, log review only. Reference associated MFR reports: 2016493-2014-00341, and 00308. Log analysis showed that during the course of an infusion that started on (B)(6) 2014, at 1:39 am and ended on (B)(6) 2014, at 8:20 pm, a channel disconnect event occurred on this device. The results of testing and inspection on the pcu sn (B)(4) and pump modules (B)(4) suggest the root cause of the customer's reported issue to be related to contamination on the iui connectors. The results of testing and inspection suggest the root cause of the customer's reported issue to be related to contamination on the iui connectors.

Event description:
As part of a log review for an event which was reported by the customer on a different device, this device was identified as being an additional suspect device for the issue of a channel disconnect during the infusion of multiple vasoactive medications. The customer had reported that unspecified "immediate intervention" was required as a result of the device event. Although requested, no additional patient or event details were provided by the customer.